Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced mesh erosion through the vagina and underwent mesh revision on (B)(6) 2013 of the obtryx sling system. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was used. There was an additional surgery on (B)(6) 2007, and a boston scientific product was implanted; however, this surgery was not reported in the complaint. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse and rectocele. The patient underwent mesh revision due to mesh erosion and pelvic pain on (B)(6) 2008 and (B)(6) 2013 respectively. On (B)(6) 2011, the patient underwent a procedure of injections into the vagina for pain relief.